Event description:
The customer reported that they were hospitalized due to high blood glucose and dka. The customer felt sick and was vomiting. They also reported that they were inserting the infusion set high up on ribcage area. Troubleshooting was performed. Assisted customer to correct the programming in the pump.